Event description:
Event details: attached you will find three different test kits from 3 different boxes we received recently from amazon. Only one appears to be showing the control (this box was purchased about a week or two ago. The other two boxes were purchased two days ago, received on 1/18, and 3 tests were done today, 1/19 from the two boxes (my husband's are 1-3 and mine is #4). These do not appear to be accurate and/or are defective. We both are testing positive for covid in 3 out of the 4 samples.

Manufacturer narrative:
The customer has not been forthcoming with enough information to come to a conclusion, only a suspicion. The suspicion is that the viral load is low in both the husband and the wife. The wife did not receive a positive result in any test. The husband received one positive result, one negative result and one invalid result. The follow-up test (cvs brand) all provided negative results. The customer didn't pcr test ;results were compared using antigen reagents from different brands. The customer has been offered a replacement by customer service. Test to lot: 231co20908 batch of product retention samples,the test result is qualified.